Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lens and peeling downstream occlusion (dso) seal. The event history log was not reviewed. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The root cause was determined to be an out of specification expulsor. The expulsor was trimmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer .resubmission due to gateway error experienced on (B)(6) 2024.

Event description:
It was reported that the pump failed accuracy testing. Per reporter there was no patient involvement.